Event description:
It was reported that the patient presented in clinic for a follow-up. It was found that the patient had tricuspid valve regurgitation, which worsened following the implantation of the right ventricular (rv) lead. The rv lead was explanted, and the port was plugged. The patient remained stable.

Manufacturer narrative:
The reported event was tricuspid valve regurgitation. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.